Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii/IV. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b; g.2; h.6.

Event description:
Device has been explanted.

Event description:
Patient later reported possible right side rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; h.6.

Manufacturer narrative:
Device evaluation: the device is related to the reported event capsular contracture received on october 17, 2023, with lot number 3010143. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observations: creases were observed. Deformation observed. White particles observed on the surface of the shell. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Device explanted. Patient additionally reported possible right side rupture.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Device explanted. Patient additionally reported possible right side rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 05/dec/2023. Additional, changed, and/or corrected data: a2.